Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the balloon was leaking and was also not inflating during a bilateral laparoscopic inguinal hernia repair. There was no injury to the patient.